Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a pulse generator implant procedure. Upon interrogation, the right atrial lead exhibited high pacing impedance. The physician exchanged the lead during procedure while the chest pocket was open. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 52 cm. Visual examination found the outer insulation twisted and the helix extended and clogged with blood. X-ray examination found the connector region overtorqued and three inner coil filars broken/separated all due to procedural damage. No conductor fractures or internal shorts were noted. The reported event of high pacing impedance was not confirmed and no anomalies were found besides procedural damage.